Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to displaying error code 42224. Functional testing was performed to test the device. The customer's reported problem was confirmed. The error code was no duplicated but was in the device information folder. It was recommended to reinstall software applications as a preventative measure.

Event description:
Information was received indicating that a smiths medical pump presented with lec 42224. There were no patients present at the time of the event. There were no reported adverse events.